Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.